Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting information if device is available for return.

Event description:
It was reported that prior to a surgical procedure, the tip of the device broke during device assembly. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
H6; upon evaluating the associated handpiece (under pr 2514996 sonopet angled handpiece, universal 5450820000 sn (B)(6)), it was identified that overtorquing of the tip onto the handpiece occured during set up, as a result the angle/tip joint had sheared off, however, the tip was fully intact. As as result, the tip is deemed concomitant. If new information becomes available, this will be re-assessed. H3 other text : device discarded by customer.

Event description:
It was reported that prior to a surgical procedure, the tip of the device broke broke during device assembly. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.